Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, the device was unable to be interrogated. Device replacement is anticipated and patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device could not establish bluetooth communication due to premature battery depletion. X-ray revealed foreign material shorting the positive battery terminal to ground. The foreign material found was consistent with a shaving from the spring insert, which was likely formed when the pin was pushed into the battery connector housing. The reported event of an inability to interrogate the device was confirmed. Based on this information, abbott is performing further investigation.

Event description:
Additional information received indicating that the device was explanted and replaced to resolve the event. The patient was stable with no consequences.